Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were not able to connect to the ins with the clinician application on the handset. The caller attempted to use two different handsets and two communicators. The caller stated that the screen on the manufacturer representative's (rep) handset displayed the message that said, select communicator - confirm serial number. The caller switched to the patient's handset. The handset did not find the communicator. The caller repeated the process to pair the communicator and then was able to connect. When the caller attempted to connect to the ins the handset displayed a different serial number. The caller walked through the process to remove the paired ins. After removing the paired ins the caller tried to connect to the ins again and the handset was unable to find an ins. The patient reported that they had two falls in the past week and a half the patient has some bruising in the ins pocket area. The patient reported that they normally do not feel stimulation. The patient had not attempted to connect to the ins prior to the date of the call. The patient reported that at their last appointment with their healthcare provider (hcp) they discussed that the ins may be reaching the end of life. The caller did not have records of specific battery estimates at the time of the call. The issue was not resolved through troubleshooting. Ts reviewed information about communication. The caller will follow-up with the hcp to try to get details about the last interrogation and discuss potential ins replacement. 2024-jul-05 e1 (rep): additional information was received from a manufacturing representative. The rep stated that the hcp doesn't b elieve the fall had an effect on the device.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were not able to connect to the ins with the clinician application on the handset. The caller attempted to use two different handsets and two communicators. The caller stated that the screen on the manufacturer representative's (rep) handset displayed the message that said, select communicator - confirm serial number. The caller switched to the patient's handset. The handset did not find the communicator. The caller repeated the process to pair the communicator and then was able to connect. When the caller attempted to connect to the ins the handset displayed a different serial number. The caller walked through the process to remove the paired ins. After removing the paired ins the caller tried to connect to the ins again and the handset was unable to find an ins. The patient reported that they had two falls in the past week and a half the patient has some bruising in the ins pocket area. The patient reported that they normally do not feel stimulation. The patient had not attempted to connect to the ins prior to the date of the call. The patient reported that at their last appointment with their healthcare provider (hcp) they discussed that the ins may be reaching the end of life. The caller did not have records of specific battery estimates at the time of the call. The issue was not resolved through troubleshooting. Ts reviewed information about communication. The caller will follow-up with the hcp to try to get details about the last interrogation and discuss potential ins replacement.